Event description:
A substance abuse treatment provider of an end user alleges that on (B)(6) 2018, a continuous positive airway pressure device malfunctioned and caused the end user to suffer acute hypoxic respiratory failure and an acute mental status change. The manufacturer was made aware of the allegation by the end user's law firm. The law firm has filed suit against the substance abuse treatment provider. The end user was a patient at the substance abuse treatment provider and was given multiple medications including ativan, buprenorphine, hydroxyzine, keppra, robaxin and trazadone. After the administration of the medications, the substance abuse treatment provider found that the patient had an oxygen saturation of 82% and contacted emergency services. The patient was then transferred to memorial hospital pembroke, where he was found to be tachycardic, tachypneic and hypoxic. The hospital's emergency room provider attempted to correct the patient's condition with a bilevel positive airway pressure device and the administration of narcan; however, these attempts were unsuccessful. The patient subsequently required intubation and mechanical ventilation. He was then transferred from the hospital's emergency room to the intensive care unit, where he remained on a ventilator for six days. The patient also required treatment for acute renal insufficiency during the time he spent intubated on a ventilator in the intensive care unit. On (B)(6) 2018, the patient was weaned from the ventilator and transferred to a telemetry floor where he recovered and was discharged to home on (B)(6) 2018. The patient resumed using the continuous positive airway pressure device once at home and is still using the device as of this time. The manufacturer's investigation is on-going. Upon completion of the investigation, the manufacturer will file a follow up report.

Manufacturer narrative:
The manufacturer made several attempts to have the device returned for evaluation. To date, no product has been returned;therefore, no evaluation has been completed. If the device is returned following the submission of this report, a supplemental follow up report will be submitted with investigative findings.